Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed, however, the customer declined to complete the check. Reportedly, the customer would replace the infusion set to address the issue. Customer blood glucose was 340 mg/dl.